Event description:
It was reported that spectrum iq pumps had an increased upstream occlusion alarm frequency post implementation of the v9.02.01 software update. This occurred during treatment in the pediatric intensive care unit. The upper y-site was less than three inches above the pump and the tubing was slightly kinked at the top of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date:(B)(6) 2023. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.